Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapling devices were being applied to the appendix. There was a problem unloading the device, the jaws of the reload would not open. Medical or surgical intervention was needed to prevent a permanent impairment of a function. The surgeon needed ligasure to cut it out. There was unanticipated tissue loss as a result of the problem. There was no additional patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device .visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded with sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.